Event description:
Boston scientific crm received info that this OEM manufactured right atrial (ra) lead was exhibiting increased pacing thresholds and measuring lower p-waves. Under fluoroscopy, the lead appeared to have pulled back from its original position. Of note, this ra lead had been previously repositioned after dislodging. This OEM ra lead was successfully explanted and replaced with a new ra lead. A request has been made to have the OEM ra lead returned to boston scientific crm.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.